Manufacturer narrative:
Investigation: it was found that the expanding collar that retains the castor in the chassis tube was not standard, in fact it was a piece of hose pipe and the retaining nut was not the original. Observations: it was also found that the clip on seat moulding was not clipped to the seat frame and was very loose. This also could have resulted in the patient sliding off the chair. Conclusion: incorrect maintenance by the user. Corrective actions: the correct parts have been fitted to the castor and nonstandard parts returned. The clip on seat fitted correctly and observed by the hospital engineer.

Event description:
While lowering a pt after bathing, the tcs was lowered to the floor and the castor fell off causing the chair to tilt an dthe pt slide off the chair. The pt was uninjured. One person involved.